Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. In addition, system board, blower assembly, blower bellows, blower mount, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly were replaced due to contamination. And the software was reloaded.